Event description:
Caller states the pt tested 64 mg/dl on the inform system and 39 mg/dl on a lab drawn at that same time. No action on device result. No adverse event reported. Requested return of suspect system and replacement was sent.